Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 100-115mg/dl not fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 64mg/dl and 63mg/dl not fasting. Reviewed meter memory: (B)(4). The customer is concerned about the result: 70 mg/dl. The customer stated that he has just finished eating 15 minutes ago. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 100-115mg/dl not fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 64mg/dl and 63mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned about the result: 70 mg/dl. The customer stated that he has just finished eating 15 minutes ago. No adverse event reported.